Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that reducing the stimulation did help their left leg. They added that from time to time they need to make adjustments for their right leg. They also mentioned that they need to increase stimulation in hot weather. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative and a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's therapy was not working as well as before and that they have tingling in their leg while laying down. The patient then called and reported that they got the stimulator for the right side and is used to feeling stimulation on their right side but now they feel some sort of irritating, jabbing/impulse/painful stimulation going down their left leg which has been keeping them up at night. The patient noted that they hoped it was the stimulator causing the irritation and not new pain because they know the stimulator can be adjusted. Changing groups did not resolve the issue. The patient was going to lower stimulation in positions he sleeps in on group a to see if that worked and then call their hcp if it didn't. No further complications were reported.